Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including power cycling with battery and aux separately and together, bench handling, hot swapping batteries, a defib cycle, and environmental chamber testing without duplicating the report. The device's monitor board and dock connector were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.